Manufacturer narrative:
Corrected data: in review, it was noted that the date received by manufacturer (2/14/2020) was inadvertently not populated in the section ''g4'' of the supplemental MDR #2; therefore, the information has been captured in this supplemental report. Section g4: date received by manufacturer: 2/14/2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: additional information received from the account indicated that the surgery was uncomplicated, provisc was used, ora was not use, technis shooter used. Pre-op best corrected visual acuity (bcva): 20/25- with a +1.25+.75x010 bat 20/50 - preop ks 42.73@88, 42.95@178. Post-op uncorrected visual acuity (ucva): variable distance 20/25-20/30, intermediate 20/25, near20/50. It was added that the patient had poor vision , particularly for reading and was unable to tolerate glare and halos. The patient was given extensive time to neuro adapt and aggressive treatment for any dry eye component. After a number of months it was clear that the patient still had significant problems and would need an iol exchange. At that point the doctor no longer felt comfortable doing the exchange since so much time had passed. So the patient was referred to dr. (B)(6) at lexington eye associates who performed an iol exchange at surgisite boston on (B)(6) 2018 which the lens was removed and it was replaced with the zcboo +19.0 diopter. Vision post iol exchange: uncorrected distance acuity (ucda): 20/20, intermediate: 20/20, near: 20/30 the following field was updated accordingly: section d7: if explanted; give date: (B)(6) 2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: through follow up with the surgery center, it was indicated that the lens was only implanted at their facility and they had no information about the lens explant event. The center indicated they know that the patient had bilateral implants and they had two implant dates of ((B)(6) 2018 & (B)(6) 2018), but they did not know which eye, right (od) or left (os) belongs to which of these implant dates. The account did not have the patient's information, but provided the doctor's name and phone number (dr. (B)(6)). Corrected data: the following information was obtained from the patient''s implant card which inadvertently not included in the initial emdr report; therefore, it has been captured in this supplemental report. The following fields were updated accordingly: sex/gender: female. Patient affected eye was the right eye (od). If implanted, give date: (B)(6) 2018. (B)(6). Health professional: yes. Occupation: physician. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the labeling was not reviewed because limited information was received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that +19.0 diopter lens model, zxr00 multifocal iol (intraocular lens) was explanted. The reason for explant is unknown, not provided. No additional information provided.